Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was admitted to the hospital after vomiting due to a right ventricular (rv) cardiac perforation. Echography showed a pericardial effusion. The effusion was small, and did not require a pericardiocentesis. The rv lead was repositioned and remains implanted. There was no indication of rv lead malfunction. The patient was discharged from the hospital and the case has been resolved.